Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) removed drawers 2.1 and 2.2 from the main station chassis and inspected the rear of the drawer components. Then fse reseated all cable connections and then reinstalled the drawers into the main station chassis. After that, fse reconnected the pixie bus cable and restarted the station. During startup, fse logged into the hardware test application and successfully completed the required diagnostic testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on the bus. The customer stated that the drawers in the main unit were unrecoverable, and pharmacy staff were unable to restore functionality. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.